Event description:
The pt offered no complaints pre treatment. One half hour into the treatment, he complained of generalized itching and his face turned bright red. The pt was given 50mg of beneedryl IV an dthe symptoms subsided. He was placed on a cellulose acetate dialyzer his next treatment.